Event description:
On april 3, 2024, senseonics was made aware of a serious adverse event where the patient experienced diabetic ketoacidosis leading to hospitalization. The incident happened on (B)(6) 2024 at between 6pm and 7pm. The patient had symptoms such as vomiting and weak feeling in legs. The patient reported that sensor glucose (sg) reading was 170 mg/dl where as blood glucose (bg) value was 250 mg/dl. Patient did not receive a high glucose alert because the alert threshold was set at 250 mg/dl. Patient received treatment in the form of ketones, infusions and medication (pantoprazol).

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Manufacturer narrative:
The initial investigation was performed on customer synced glucose data on data management system (dms) which is a cloud platform for eversense system. Based on investigation analysis, the sensor glucose (sg) value on 28 march 2024 around reported time of 6-7 pm fluctuated around the range of 178mg/dl. No bg was entered in the system. The system did not assert any high glucose alert as sg value did not cross above high glucose alert threshold. A further review of the system performance suggested a deviation in sensor performance due to which a return material authorization (RMA) was issued for sensor replacement. The returned sensor was investigated which did not reveal any malfunction as it passed all functional tests. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. The returned product testing remained inconclusive. However, a further review revealed that the customer had also reported infection at insertion site which would have likely caused or contributed to sensor inaccuracies. The infection incident was previously submitted under complaint (B)(4) (MFR report #3009862700-2024-00656). No further investigation was possible for this complaint. B4.date of this report 25 july 2024. D4.primary unique device identifier (UDI) number updated to (B)(4), g3.date received by the manufacturer? 19 july 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.